Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration). Additional skin reaction reported under (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2018. The patient¿s mother stated that patient experienced itching under and around the perimeter of the sensor on the left upper buttocks. The patient eventually complained of excessive itching and on (B)(6) 2018 the sensor was scratched off. Patient¿s mother cleaned the area and applied 2.5% hydrocortisone cream, previously prescribed on (B)(6) 2018. At the time of contact, it was indicated that the irritation had subsided. No additional event or patient information is available.